Event description:
On october 5, 1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe emotional distress, and an inability to engage in normal activities, plaintiff has suffered physical injuries, including but not limited to, hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms, and other physical injuries, as well as great despair and loss of enjoyment of life. On or about july 14, 1998, plaintiff was first notified that she was allergic to latex. Plaintiff is at risk of suffering anaphylactic reaction when she comes in contact with many different commonly used products which contain natural latex protein.